Event description:
It was reported that during setup the occlusion knob would not turn. An alternate device was employed. There was no delay to the start of surgery. The surgical procedure was completed successfully without any patient harm.